Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown reasons. The lead was replaced, and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found cuts on the insulation likely due to lead explant. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits, with the exception of a pressure test due to the insulation damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown reasons. The lead was replaced. This lead was returned to boston scientific for analysis. No additional adverse patient effects were reported. Subsequently, additional information from the field indicates that the lead experienced dislodged into the atrium. As a result, the device delivered inappropriate shock therapy for atrial fibrillation (af). It was also noted that there were changes to the patient's intrinsic amplitude.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. Subsequently, additional information from the field indicates that the lead experienced dislodged into the atrium. As a result, the device delivered inappropriate shock therapy for atrial fibrillation (af). It was also noted that there were changes to the patient's intrinsic amplitude.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b5: describe event or problem field h6: device codes h6: patient codes h6: impact codes.